Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a stent fracture occurred. Vascular access was obtained via the radial artery. The 12 x 4.0 mm stenosed, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left main artery. Following predilation, a 4.00 x 16 synergy¿ drug-eluting was advanced and successfully deployed. The stent was fractured during post dilation. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 16mm stent delivery system was returned for analysis. The stent was not returned for analysis (it was implanted). The manufacturing crimp data for this device was reviewed and there were no anomalies noted. The maximum stent profile was within the specification. The balloon showed signs of positive pressure, the wings were relaxed and not in the folded position. There was also hardened medium present inside the balloon body. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion profile found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a stent fracture occurred. Vascular access was obtained via the radial artery. The 12x4.0mm stenosed, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left main artery. Following predilation, a 4.00 x 16 synergy drug-eluting was advanced and successfully deployed. The stent was fractured during post dilation. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.